Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported they have had several events of leaking from the end of the set. After a blood draw the extension set was clamped and the syringe was removed; blood then leaked from the end of the set due to shifting of the tubing at the pinch clamp. No patient harm or medical intervention was reported. No further patient/event information was provided.